Event description:
Additional information indicates during revision the set screw was difficult to loosen and tighten. The device was explanted and replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2021-18210. During a remote follow up, high pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and it was suspected that the rv lead was not properly connected to the device header. No intervention has been performed. The patient was in stable condition.